Manufacturer narrative:
The customer reported that the device would not recognize the therapy cable. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device would not recognize the therapy cable.